Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on error code 200-5040 on 8100 unit which is software compatibility failure needs to reflash software on unit. Before running the flash program check on alaris maintenance software to make sure he has the flash files loading in order to run the flashing on the unit. In his profile the files were not load and customer was unable to locate the poc cd. Sent a request to software process team to send replacement software out to customer once customer receive the software to please call us back so we can assist him in get the files load on his asm software. Open (B)(4).